Event description:
The customer reported via phone call that she tried to prime the insulin pump but it was stuck in the prime mode. Customer's blood glucose level was not reported. The insulin pump alarmed battery out limit after she removed the battery for 11 minutes. She was unable to set the time and date. The insulin pump did not exit the rewind complete and bolus delivery loop and complete the fill tubing process successfully. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.